Event description:
Procedure: laparoscopic assisted colonectomy. Reportedly, during the procedure a small blue piece of plastic was found in the surgical cavity. It is assumed to be from the trocar used in this case. It was removed without difficulty. No pt injury reported.